Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a30 silver series at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e-86, indicating a failure of the outlet pressure sensor. The technician recommended replacing the device's pca to address the issue. Regular maintenance was performed on the unit. The blower box bottom was replaced due to confirmed dirt accumulation. Error code "e-086" was recorded and confirmed in drpt. The main board was replaced, and it was confirmed that the replacement of parts improved the reported symptoms. To prevent future abnormalities, several parts were replaced. Regular maintenance replacement parts included the blower and the outlet flow path. Repair replacement parts included the ui panel, the blower box bottom, and the main board. A comprehensive inspection, cleaning, and functional testing were conducted on the unit. Software version 3.6.5 was confirmed to be installed. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.